Manufacturer narrative:
The actual sample was returned for evaluation. The suture piece was visually examined and it was found that the suture material contains an interlace of parts that forms a knot in middle of the strand. The assignable cause is knotted suture defect.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/23/2016. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hand/digits, ligament/tendon repair surgery on (B)(6) 2016 and suture was used. During the procedure, when opening the bag, the wrong component was found. It was noticed that the thread was made of three parts knotted to each other. It was opined that one part is not in polyamid 6, the diameter is larger and white. A like device was used to complete the procedure. There were no adverse patient consequences reported.